Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported.